Manufacturer narrative:
Continuation of d10: product ID 8781, lot# 0227721881, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that important patient and device information.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0227721881; explanted: (B)(6) 2024; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving baclofen with concentration 500 mcg at a dose rate of 490.97447 mcg/day via an implantable pump for unknown indications for use. It was reported that the pump was interrogated and there were no issues in the log as of 2024-mar-26. The patient presented at urgency in april for pain in their legs. The patient experienced pain in their right leg with no good effect as of (B)(6) 2024. The filled the pump and the patient could go home. One month later the patient came in again and indicated this was the 5th time of pain crisis in their right leg. The patient also mentioned being very tired since placing the pump. In may they seen the patient again at urgency with pain, and the patient's family reported that there was no good effect of the baclofen pump on spasticity since the pump was placed. The patient did not have other acute symptoms of withdrawal. The patient required hospitalization or prolongation of hospitalization. The catheter was explanted / replaced on (B)(6) 2024. The event had resolved without sequelae as of 2024-may-03. The device diagnosis was catheter occlusion and the clinical diagnosis was pain in right leg and low effect of medication on spasticity. Regarding etiology, the event had probable relationship to the therapy / device (entire catheter) and was unrelated to the implant procedure.